Manufacturer narrative:
H3:product analysis : no conclusion can be drawn. No evaluation was performed, device return was requested. However, the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that drill tip snapped off, they tried the second burr and that snapped off also . No patient impact reported. It was reported the procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event. There was a delay of 15 minutes in the procedure. On follow up it was reported that there was no fragments left inside the patient, it was reported that there were no patient or staff impact.